Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 800 mg/dl and a trace ketone level identified as dangerous. The suspected cause of the high bg was due to "not acting sufficiently" and not changing the infusion set; however, no further information was available regarding the cause of the elevated bg. At the time of the reported event, the customer had not treated the high bg as the customer had fainted. The customer was subsequently admitted to the intensive care unit (ICU) where healthcare providers administered intravenous fluids of saline and insulin to treat bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer is expected to be discharged from the ICU on (B)(6) 2024; no additional information was provided. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.